Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer contact philips healthcare to report that "the on and off switch does not always work". There was no patient involvement.